Event description:
It was reported that the patient would use the spinal cord stimulator (scs) infrequently as it gave a rebound pain. The patient could not lay on the left side due to discomfort of the implantable pulse generator (ipg). The patient started feeling zapping sensations and the ipg felt hot when charging. The patient underwent a procedure where the scs system was removed. The patient was discharged and recovering at home. The explanted devices will not be returned as they were disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: brand name: infinion? Cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5028876, UDI#(B)(4). Brand name: infinion? Cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5025621, UDI# (B)(4).